Event description:
Customer called to report that 1 drop to 1 cubic centimeter of liquid was observed on the specimen tube tops of the coulter lh500 hematology analyzer while the instrument was in manual mode during sample cycling. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the blood sampling valve (bsv) pads were leaking while in secondary mode. The fse replaced the bsv to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).